Manufacturer narrative:
On 1/26/2017 integra investigation completed. Method : failure analysis, device history evaluation. Results: failure analysis - complaint is unconfirmed; this is due to the product not being returned for review. Complaint will be reopened if product is received or service report is attached. Device history evaluation - unidentified product ¿ unable to perform DHR review. Conclusion: root cause cannot be determined due to the lack of information received to perform a complete investigation. Product has not been returned for evaluation.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
While using the lighted breast retractor staff could smell something burning. Surgical team stopped operating and everyone in the suite searched for fire/burning. Smoke was noticed coming out of the light box where the lighted breast retractor was plugged in. The lighted breast retractor was unplugged and removed from the surgical field due to causing the small fire. (B)(6) 2017 hospital risk manager reports she does not believe an actual fire occurred, but the device was smoking.